Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2023-04704. It was reported that the patient's system diagnostics recorded high impedances on the leads. The patient was not receiving effective therapy. Surgical intervention took place where the leads were explanted and replaced to address the issue. The ipg was electively replaced. Effective stimulation was restored.